Event description:
A malfunction alarm identified as malf 16 was reported, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. The customer was advised to use multiple daily injections (mdi) as a backup therapy.